Event description:
The customer reported to vyaire medical that the vela ventilator was not displaying normally, the customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical failure analysis was able to confirm and duplicate the reported issue. The front panel integrated display assembly part number 28485-001 has failed. Integrated display assembly was purchased as an off the shelf item supplied by a third party supplier. Therefore no further investigation can be performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.